Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 16-apr-2019 with the following findings: during investigation, no damage was found to the battery cap. The pump powered up to a blank display with auditory and vibratory alarms. A cracked eeprom component was found to be the cause of the blank display, and inability to download the pump history. The alleged intermittent power issue was unable to be adequately investigated due to the blank display. The battery cap measurements were within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.